Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer's blood glucose was 160 mg/dl. The customer reverted to an alternate method of insulin therapy.